Event description:
After having the essure permanent birth control implanted, I have experienced severe abdominal pain during, and not during, my menstrual cycle. I have bloating during, and not during, my menstrual cycle. My periods became very heavy and painful. I had mostly blood clots coming out. I became very irregular and if I was not on my period I was in pain.